Event description:
It was reported that the patient experienced unknown trauma and fracture of his ab ceramic alumina insert. Revision was performed to remove all ceramic debris.

Manufacturer narrative:
This report will be amended when our investigation is complete.